Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for evaluation?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2103004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed within the tip or any other component. Retained samples underwent these evaluations and verified all product met required specifications, no issues were identified. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that syringe 30ml ll leaked. The following information was provided by the initial reporter: the syringe was used to prepare a bottle of darzalex. During the injection of the product by subcutaneous way, the nurse noted a leak of cytotoxic product. The problem persisted despite the change of needle. A tap was then mounted on the syringe in order to transfer the drug into another syringe, but again a leak was noticed. The preparation finally had to be redone, using a new syringe. The initial preparation was lost.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 30ml ll leaked. The following information was provided by the initial reporter: the syringe was used to prepare a bottle of darzalex. During the injection of the product by subcutaneous way, the nurse noted a leak of cytotoxic product. The problem persisted despite the change of needle. A tap was then mounted on the syringe in order to transfer the drug into another syringe, but again a leak was noticed. The preparation finally had to be redone, using a new syringe. The initial preparation was lost.